Manufacturer narrative:
The contribution of the device to the experience could not be determined as the devices remain implanted and cannot be evaluated. The pts was designed to have a tight fit between all sizes of pts and the tibial tray, the pts assembly should be performed on the back table of the operating room. This ensures proper assembly prior to cementing the tibial tray on the proximal tibia.

Event description:
Surgeon reported difficulty assembling a proximal tibial spacer (pts) to the corresponding tibial tray.